Event description:
The patient was being transferred from the stretcher to the radiology examination table, and sustained a laceration to the lower extremity requiring forty-four staples. It was determined that the edge of the transfer board had a sharp edge which resulted in the laceration. The boards were removed from service and the manufacturer was notified.